Event description:
It was reported that patient had back pain after the implant. Before the implant, patient only used two pads a day and had sensation to urinate. After implant, patient was wearing pads and not receiving sensation. Patient had trial on a friday and implant on a monday and "felt" did not get the full ten days of trial. Patient visited physician several times for reprograming and it helped with the symptoms. Situation was discussed with family doctor and talked about performing x-ray or device explant, because device "was not correctly". Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v918348, implanted: 2012 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).